Event description:
The customer verbally reported obtaining a false low mg (magnesium) result for one (1) patient, involving the unicel dxc 600 synchron system. Additionally, the customer obtained "suppressed" (no result generated) results for tp (total protein) and alb (albumin) flagged "oir low" (out of instrument range low) at the time of the event. The customer repeated the sample on an alternate dxc and obtained a higher magnesium result within the normal reference range for the patient. The customer is unaware if the patient result was reported outside the laboratory and if there was an effect to patient treatment in connection to event. Quality control was within laboratory established ranges on the day of the event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument and replaced the cartridge chemistry (cc) reagent and sample probe wash collar solenoid valves, 4-way hamilton valve, and the cc reagent syringe t-valve. Since multiple hardware parts were replaced, the primary cause of the event was not determined. The fse verified instrument operation.